Event description:
It was reported the coagulation function would not work when set at cut/coag 6/6. Another generator was used to finish the case. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition, except for minor surface imperfections. Internally, two of the power supply supports were broken. The unit delivered rf as expected into fixed resistors. The fault could not be duplicated, but thought to be defective shielded cable between the rf controller and the dc power supply. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.